Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set. Usage residues were abundant throughout the sample. A partially circumferential split was observed at the luer adapter/extension tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed in the fracture surfaces. Material buckling was observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed. A lot history review (lhr) of asdts0141 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asdts0141) have been reported from the same facility.

Event description:
It was reported that the powerloc was found to be leaking at the joint and caused the tubing to snap on (B)(6) 2019.